Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the probable cause of this complaint is an expected or random component failure resulting from an identified electrical/electronic component problem and a degradation problem, with no design or manufacturing issue identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the bronchovideoscope, an olympus asset, with no reported complaint. During evaluation of the device, it was observed that the a-rubber glue had lifted and chipped, and the image was distorted. There was no patient involvement.